Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the implant wasn't holding a charge, they charged the implant to 75%, then it went down to 50%, and checked it and it said low. It was reported they charged for 2 hours today and the implant charge was up to 50%, they were getting all the coupling bars shaded when they were charging. Troubleshooting was performed. Patient services reviewed that the equipment seemed to be functioning as designed, and the ins was charging. Additional information received from a healthcare professional (hcp) reported that the patient could not charge the ins battery to 100% and noticed it depleted faster. The patient told the hcp that they charged to 75% last night and that this morning they were at 25%. A recharging interval calculation was performed showed the measurement in a 25% range, 6-8 days: left= 0-3+, 5 volts, rate 195, pw 200, and therapy impedance of 7138 ohms; right= 8-11+, 5 volts, rate 195, pw 200, and therapy impedance of 1552 ohms. No medical symptoms were reported by the hcp. Further information received from the manufacturer¿s representative reported that the patient was charging every day for 5-6 hours. It was noted that they used to charge every other day for 1.5 hours to get the ins fully charged. The patient then stated that they had been having difficulty getting the ins fully charged and can¿t get past 75%. No errors were seen on the recharger. The patient could sustain 8 coupling bars during recharging. It was noted the ins was in the patient¿s right chest and would lie back and rest the recharger antenna on their chest. The patient did not use a holster. It was reported that the patient had not recently had been reprogrammed, not switched to a new group, and had not increased parameters. It was unknown if there were any previous overdischarge (od) events. The patient did decrease both of their programs by 0.1 because they thought that may help so their ins was not discharging as rapidly. The patient stated they were at 5.0 and 5.1 for their therapy (bilateral). The patient was lastseen for a check-up 2 months ago. There were no reported falls or trauma that could be related to the issue. The patient mentioned the charge level of the ins last night was 75% and this morning it was at 25%. They had started charging at 9:30 am (eastern time) and was currently at 75% after 2 hours. It was noted that the patient sometimes heard the recharger beep and it was reviewed this could be due to losing the coupling connection. The patient stated that they ins would show as low sometimes when it beeped. The patient was going to meet with their physician for a device system check and to do troubleshooting.